Manufacturer narrative:
The device is available for evaluation but has not been received yet. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an accuracy test failure was confirmed and reproduced during product evaluation. The root cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that encountered an accuracy test failure. The customer stated that "the pump failed the accuracy test during their incoming inspection." Baxter tubing set #jc6425 was being used. According to the hospital representative there is no patient involvement, injury or medical intervention related to this device. No additional information is available.